Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms occurred during basal delivery with multiple cartridges. Customer's blood glucose level (bg) was between 200 and 521 mg/dl. Customer administered a manual insulin injection to address the elevated bg. Reportedly, the customer reverted to an alternate method of insulin therapy.